Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1g, every 96 hourly, intraperitoneal, ongoing) and meropenem injection (1g, once every day, intraperitoneal, ongoing) for peritonitis. The patient was recovering from peritonitis and was discharged on an unknown date. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.